Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: this complaint was opened to address a broken clamp that was observed during investigation of the 20 cm dl niagara vas-cath dialysis catheter returned for complaint: (B)(4). One 20 cm dl niagara vas-cath dialysis catheter was returned for investigation. A note also returned which contained product information ref:5593200 and lot: recx1113. The clamp on the red extension leg was broken. The clamp was observed to broken at the location the extension tubing passes through near the locking latch. The broken clamp was activated. Water was unable to be infused through while applying light to moderate pressure on a 12 ml syringe. Additional pressurization allowed fluid to flow past the closed clamp. Microscopic observation of the break edges revealed them to be uneven. The surfaces appeared to be smooth. Evidence of handling of the device both during and after use were present and the damage to the clamp may have occurred during that time. No comment was made by the complainant that addresses the broken clamp. The yellow discoloration present on the catheter device suggest the outer surface was exposed to chemical solutions which may have also impacted the clamp material properties. Since the clamp was observed to be broken, the complaint is confirmed; however, the exact cause could not be determined. A lot history review (lhr) of recx1113 showed no other similar product complaint(s) from this lot number.

Event description:
The returned sample had a broken clamp on the catheter.